Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced cycling issues with an artificial urinary sphincter (aus) during a routine check up. A surgical procedure was performed in which the existing device was removed and replaced. The previous system had fluid loss from an unknown source. There were no patient complication related to the explanted aus.